Event description:
Meter had segments missing. The patient was feeling sluggish and tired. The readings were 88 and 89 mg/dl. The patient ate following use of the meter. A medical professional was contacted for advice. A lab reading more than 30 minutes later was 120mg/dl. No treatment was given. The customer care representative performed troubleshooting and verified the issue. Based on the information obtained from the patient there is indication the product malfunctioned (due to missing segments) the meter was replaced and return expected.